Event description:
Patient presented to the physician with a seroma at the neck and chest incision sites. Physician drained the seroma in clinic and prescribed oral antibiotics. Patient presented back to the physician with drainage. Physician brought the patient into the or, opened the incisions, flushed the area, and closed.